Event description:
Customer reported that the male luer slip adapter separated from the angiocatheter. Reportedly, the reported condition was noted during pt use. Clinician stated that there was "minor" blood loss. Clinician denied any reports of chemo spills, exposure of blood to mucous membranes, injury or medical intervention.